Event description:
It was reported that during the implant procedure for the extravascular (ev) lead, p-wave oversensing was observed during pocket closure. Sensing testing revealed r-wave measurements had dropped and p-wave measurements had increased, and fluoroscopy showed the ev lead coil orientation had flipped. The implanting physician repeated defibrillation threshold (dft) tests with successful conversion of the arrhythmia, and a subsequent reduction in p-wave measurements as well as an increase in r-wave measurements were noted. Final adjustments to parameters were made, and the lead was left in the flipped orientation without intervention. During the next day check, r-wave measurements had continued to improve while p-wave measurements continued to drop, and no non-sustained events or evidence of p-wave oversensing was noted. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient is a participant in a clinical study.